Manufacturer narrative:
Review of the AED's electronic data files, showed a possible rescue attempt on (B)(6) 2016 with aborted shocks and shock delivery errors. Based on this review, we requested the distributor review our analysis of the AED electronic data files with the customer. On (B)(6) 2016, we received a letter from the customer stating that the problems originally reported with this device, contrary to the initial report, actually occurred during patient use. No patient details have been provided and the patient outcome is not known. From the review of the AED's electronic files alone, the cause of the reported event could not be determined, therefore we requested that the AED, battery pack and defibrillation pads used during the event be returned so they may be investigated. To date, no items have been received. The investigation is currently on-going and no root cause is known.

Event description:
On may 12th 2016, an international distributor reported that a lifeline AED was reporting a service code. They reported that the AED would not perform a unit self-test and that the customer reported seeing sparks when they tried to insert the electrodes. They reported that this did not occur during patient use.